Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Concomitant product: 6935 implantable defib lead: (B)(6) 2013. (B)(4).

Event description:
It was reported that the atrial lead was far field r wave (ffrw) oversensing and reprogramming was performed. It was also reported that since reprogramming, the atrial lead has been occasionally undersensing and intermittent ffrw are being seen. The atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient received inappropriate therapy.